Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges injury. After review of medical records, patient was revised to address right total hip arthroplasty, metal-on-metal components with increased acromial levels, and increase in pain. Revision notes reported infection, acetabular component and the liner had broken loose and did not completely released away in normal position and rotated the screws, caused medial migration and subsidence of components, patient had approximately 1000 ml of blood loss. Doi: (B)(6) 2008 - dor: (B)(6) 2016, (right hip).